Event description:
It was reported, the patient was told their implantable neurostimulator (ins) would last 3-5 years. The first one lasted 3 years and the second ins only lasted 2 years. The patient had noticed they had to get the ins replaced ¿at least a month¿ prior to report. With the second ins they were given the ability to turn the unit down when he slept but not off and that didn¿t help with the battery life. The patient had been ¿mislead¿ about the ins longevity. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot# v458448, implanted: 2010 (B)(6); product type lead product ID 3387s-40, lot# v407602, implanted: 2010 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).